Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator stated that their leakage had been worse for several weeks. The patient mentioned they were recently diagnosed with a kidney infection and are currently taking antibiotics. The patient also shared that they have had recurring kidney infections in the past. The patient noted that symptoms seem to worsen when they are more active. The patient had not seen their doctor yet but planned to follow up early (B)(6) 2025 to get the infection checked. Symptoms had improved, and the patient mentioned that the doctor was unsure why they had been experiencing the infection. There were no underlying causes. No further complications were reported.